Event description:
It was reported that during a da vinci surgical procedure, the cable on the maryland bipolar forceps instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the proximal clevis hub. The clevis does not exhibit any wear. Broken strands stick out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.